Event description:
It was reported power source alert and shutdown that prevented pump from turning back on. There was no adverse impact to the customer¿s blood glucose level. Customer manually restarted pump after shutdown, and was advised to monitor pump and call back if issue persisted, which customer understood and acknowledged.